Event description:
A customer contacted beckman coulter inc. (Bec), in regards to obtaining either equivocal or reactive toxo immunoglobulin (igg) results for nineteen (19) different patients that were generated on the access 2 immunoassay system. The patient samples were also run on several other alternate methodologies, which did not correlate to the access methodology. The patient results provided by the customer are shown in the attachment section of this report. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer complaint records, toxo igg qc has been performing within the customer's established ranges. Specific qc data has not been supplied to date. There was no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event. - attachment: (B)(4).